Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
Customer reported that within one hour of a therapeutic plasma exchange (tpe) procedure the patient had an allergic reaction and developed rashes and itching. The patient was given hydrocar and avil injection by the critical care director. Patient identifier is unknown at this time. Per customer patient status "still hospitalized. Initially patient was sick. Patient is candidate for liver transplant and he is still admitted in the hospital." The collection set is not available for return because it was discarded by the customer.